Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced persisting ventricular arrhythmia which needed dc [direct-current] cardioversion or defibrillation. Also on an unknown date, the patient developed respiratory failure. The patient had been intubated for 6 days. Tracheostomy was not performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. Per additional information from the clinical specialist, the hospital was contacted for the information and will not provide any additional information related to the event. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 17apr2021. The heartmate 3 lvas instructions for use (IFU) and patient handbook are currently available. Section 1 entitled ¿introduction¿ lists cardiac arrhythmia and respiratory failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including the recommended international normalized ratio (inr). No further information was provided. The manufacturer is closing the file on this event.